Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5144842]. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd safetyglide¿ needle the needle was clogged. Verbatim: rcc received complaint via email. Email(s) attached. Three (3) lpns(licensed practical nurses) brought safety glide needles that malfunction -. Additional info from (B)(4) : (20-sep-2023). Sorry for the delay, the practice manager who placed this safety alert in our system is out on medical leave. According to their nurse supervisor, when medicine was drawn up in the syringe & nurse went to advance the plunger it would not advance. The needle did not break.

Event description:
No additional information.

Manufacturer narrative:
Pr 8840614 - follow up MDR for device evaluation. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.